Event description:
Procedure: hartman operation. According to the reporter: the device was fired on the rectum and the tissue was cut, but the staples had not placed. Less than 200ccs of bleeding occurred, and manual suturing was done. Nothing fell into the pt.